Event description:
During the procedure, the stent was kinked and was not able to deploy, which made the handle break. The physician completed the procedure with another wallflex enteral colonic stent device with no patient complications and the patient is fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Disposed.